Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient's infusion set's tubing connection at site became disconnected (the clip where the customer disconnects to take a shower). The infusion set had been used for one day. Moreover, the patient had been working with the health care professional for high blood glucose levels every two weeks. Moreover, the health care professional had been adjusting every two weeks and she has been trained on lifestyle changes. Consequently, on (B)(6) 2021, the patient was taken to the emergency room and was immediately hospitalized to the intensive care unit, as her blood glucose level of 485 mg/dl and had high ketones, which the health care professional assessed as dangerous/life threatening. During hospitalization, she was administered fluids of saline, insulin, and an unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. No further information available.